Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. The reported event of the biopsy cap sponge being pushed out into the scope. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a rx locking device with biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the ercp procedure, the endoscopy technician reported that when the sphincterotome was introduced into the working channel, it met immediately with resistance. Upon inspection, the biopsy cap sponge had been pushed from the biopsy cap into the working channel causing an obstruction. The endoscope was determined to be inoperable. They switched out the scope and completed the case with another rx locking device with biopsy cap. No patient complications were reported as a result of this event.